Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a german patient had a skin irritation. The patient had an irritation on his back under the therapy electrodes. The patient's skin was reportedly red, itching, and hot/burning. The patient's physician was consulted and provided the patient with a medicated lotion. Use of the lotion did not improve the irritation, so the patient's physician removed the device and implanted an ICD. The patient reported that the skin irritation healed after the lifevest was removed.